Event description:
Fixator was applied on may 30,1999 to the distal radius. On july 10,1999 the ball joint on the fixator broke causing the fixator clamp to be separated from the fixator body. The patient contacted the doctor who chose to replace the fixator while the patient was in his office. No loss of fracture reduction occurred.